Event description:
It was reported that when using the bd pyxis¿ medbank tower, user attempted to create a patient profile to track narcotic inventory, but the profile appeared closed because system was not allowing patient accounts to be used for inventory tracking and automatically closes such profiles. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 01-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) reviewed myqlink and identified that the item was not assigned to the pyxis machine, which prevented it from being added to the patient medication profile. The user was informed that the item must be assigned to the pyxis either directly or as an external item and that the item description and setup must be properly configured for it to function correctly. No response was received from the user after three follow up attempts and the case was closed. The system functioned as intended after the technical support specialist (tss) investigated the device.